Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: -what are the procedure name(s) and date(s)? Brain tumor and lumbar spine -was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that multiple patients underwent neurosurgical procedures on multiple dates in 2024, and suture was used. During the procedures, it was observed that the surgical nylon 2.0 suture was not meeting quality standards; tends to be cut under minimal tension. It was also noted that the caliber does not correspond to the one indicated on the packaging. Sometimes the needle is disconnected. The surgeon stated concern that there could be a risk to patient safety and a compromise to procedure effectiveness due to the nature of the procedures. There was no reported patient consequence. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.